Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 21727773, model/catalog description: avista MRI perc lead kit 74 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's lead migrated due to fall. Loss of stimulation was noted. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected.